Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to atrial fibrillation while sitting in the bathroom. Prior to the patient receiving the shock, this patient reported feeling palpitation. Boston scientific technical services was able to review latitude and camelion data and confirmed that there was no inappropriate shock therapy available in the data. While, untreated episodes were noted. Therefore, the calculated heart rate went into tachy zone creating an inappropriate charge in the visible data. Additionally, t-wave oversensing was noted due to low r-wave amplitude. Boston scientific technical services provided troubleshooting options. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to atrial fibrillation while sitting in the bathroom. Prior to the patient receiving the shock, this patient reported feeling palpitation. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to atrial fibrillation while sitting in the bathroom. Prior to the patient receiving the shock, this patient reported feeling palpitation. No additional adverse patient effects were reported. This device and electrode remain in-service.